Manufacturer narrative:
H6: c19 - a review of the manufacturing records indicated the lot met all the pre-release specifications. The imaging evaluation performed by a clinical imaging specialist showed the following: seven angiogram movies provided for evaluation. Movies taken recorded on an ipad or cell phone. Cannot manipulate the movie imaging in any way. (Window leveling or rotating the images, etc.) Cannot measure diameters or lengths with non-dicom movie images. Movie #1 contains comparison imaging cta¿s of pre and post image sets. There appears to be a thoracic aortic tear in the distal aortic arch with available imaging on the pre-implantation images. The implanted conformable gore® tag® thoracic endoprosthesis appears to cover the tear, however, there is contrast outside the proximal implanted device. Cannot confirm endoleak type with available imaging. It could be a proximal type I endoleak, or an aortic tear that is not completely covered or possibly a new tear that is perfusing the false lumen. The device appears to be compressed in the proximal dta however, cannot rule out that the compression is due to the aortic true lumen size. (Anatomical constraints) the compressed device appears to be restored to the original shape in the mid-dta. Contrast is still seen in the false lumen. In the distal dta the false lumen is being perfused. Near the celiac artery the false lumen is heavily perfused. Movie #2 shows: reconstruction 3d images show the proximal end of the implanted device does not appear to be at the distal border of the lsa. The way the device is sitting, it looks like there is a possibilty of proximal device ¿bird beeking¿ and a possible proximal type I endoleak. Movie #3 shows: there is a marker pigtail catheter present. The head vessels appear to be patent. No implanted device on this movie. Movie #4 shows: there is a non-deployed device in the dta extending into the aortic arch. There is a marker pigtail catheter advanced through the lsa, into the thoracic aorta, from brachial access. The proximal end of the non-deployed device appears to be at the distal border of the lcca. Movie #5 shows: the same findings as movie #4. Movie #7 shows: a deployed conformable gore® tag® thoracic endoprosthesis is distal to the distal border of the lcca. The proximal end of the device does not appear to be laying perpendicular to the flow lumen. There does not appear to be circumferential proximal device apposition. The device appears to be ¿bird-beeking¿ on the inner curve. This finding can result in a proximal type I endoleak.

Event description:
The following was reported to gore: on (B)(6), 2025, a patient was implanted gore® tag thoracic endoprosthesis to treat thoracic aortic dissection. During intraoperative imaging, it showed compression of the graft. The physician decided to monitor the patient. On (B)(6), postoperative follow-up cta showed incomplete deployment of graft, with a crescent shaped stent in the descending segment. The patient complained of chest pain. The physician considered that it may be caused by incomplete deployment.

Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.